Event description:
A (B)(6) male patient called zoll customer support to report that his battery packs were not powering up his monitor. The patient was issued a replacement monitor, battery charger/ modem, and two replacement battery packs.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was drawing excessive current and unable to power up. The cause for the failure was isolated to a thermally damaged c9 capacitor on the c/a board. The root cause for the thermal damage could not be positively identified. Device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (batteries not recharging) was confirmed. Upon investigation the u9 30-v mosfet on the bedside board was shorted, causing battery charger faults that prevented the charger from charging a battery. The root cause for the shorted u9 component could not be positively identified. Device evaluation of battery pack sn (B)(4) and battery pack sn v is underway. The reported problem (unable to power up a monitor) was confirmed. Upon investigation the battery packs were unable to recharge or power up a monitor. A root cause investigation is underway by the battery pack supplier. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor, battery charger/ modem, or battery packs. The patient received a replacement monitor, battery charger/modem, and two battery packs. Device manufacture date: monitor sn (B)(4): 09/01/2012; battery charger/ modem sn (B)(4): 01/01/2010; battery pack sn (B)(4): 06/01/2013; battery pack sn (B)(4): 06/01/2013.